Manufacturer narrative:
(B)(4). Additional information: the root cause is due to insufficient solvent during assembly. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators in (B)(4) 2012.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used sample for evaluation. The reported condition of a leak was confirmed. Visual inspection of the sample showed no detectable signs of physical abnormality. However, functional leak test detected leakage at the tubing junction of the microbore. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that an infusor leaked from the y tubing, the connection between the bolus and basal tubing, during infusion. The concomitant medical products are currently unknown. This condition interrupted therapy and potentially caused a breach in the sterile fluid pathway of the device. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.